Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a dislodgement presented, which was confirmed through x-rays. No additional adverse patient effects were reported. No additional adverse patient effects were reported.